Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for a generator change out unrelated to this event. During procedure, physician performed fluoroscopy image of patient¿s leads and externalized conductors were observed on the rv lead. No electrical anomalies were reported on the lead. Physician elected to cap the lead on (B)(6) 2017 and a new lead was implanted. Patient is stable.